Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited out of range impedances of greater than 2,000 ohms, noise, oversensing and inappropriate shocks and inappropriate anti tachycardia pacing (atp). It was noted that the patient was not pacemaker dependant, thus they had no asystole due to the oversensed noise. The device was programmed to monitor only, and the physician was considering the plan for this patient. It was also noted that the patient is a weightlifter and a wrestler, thus the physician suspected a lead fracture due to frequent compression forces and flex being below the muscle. No adverse patient effects were reported.

Event description:
Additional information was provided that a lead revision was performed, during which a fracture was identified. The lead was therefore explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead and a suture sleeve were returned with evidence indicating the suture sleeve was most likely positioned at 206 to 226 millimeters (mm). The three rate sense (rs)- coil wires were fractured at 222 mm, along with one secondary fracture proximal to the site, and two secondary fractures distal to the site. A loose wire segment was observed between the two sides of the fracture, indicating an additional secondary fracture; however, the loose segment was not recovered from the lead. The mating surfaces on the proximal and distal sides of the fracture could not be matched, thus the wire designations were independent of one another. All fracture surfaces showed evidence of fatigue. Analysis confirmed that the rs- conductor coil was fractured toward the distal end of the suture sleeve tie down area.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.